Event description:
It was reported that an unspecified malfunction alarm occurred due to the pump getting wet. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.